Event description:
The event is reported as: complaint alleges: "during use, the connector has broken without any major manipulation at inserting the blue tip (in white area)." Defect discovered during use on a patient. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.